Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient's dexcom cgm displayed egv within a normal and stable range (exact readings not provided) some days after the sensor was put on the arm. She experienced significant symptoms of feeling unwell. She subsequently lost consciousness and required assistance from her husband. A fingerstick blood glucose test performed afterward showed a value of 36 mg/dl (egv unknown). She went to the doctor the next day. Treatment/medication unknown. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.